Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low creatinine (crem) result generated by the unicel dxc 600 pro synchron chemistry analyzer.the actual result was not supplied. A false low crem result of "oir low" was reported and questioned by the physician.it is unknown if patient treatment was initiated or witheld.

Manufacturer narrative:
Upon further investigation it was discovered that the sample type had been incorrectly set as "random urine" which uses a different measuring range than serum.this issue would not affect samples that got their programming from the laboratory information system (lis), as the lis downloads the appropriate sample type to the instrument.service was not dispatched for this event. It was an instrument setup issue.a malfunction will be assumed for the purpose of this report.